Manufacturer narrative:
This event occurred in (B)(6)..

Event description:
Allegedly, patient is suffering from possible modular neck fracture

Manufacturer narrative:
Additional information received on 02/06/2018: updated part and lot number & implant and explant information.